Event description:
The following information was provided by the initial reporter:the spinal needle cannot securely fix to the syringe during drug administration, resulting in continuous leakage and causing the patient to receive an incomplete dose.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.